Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a bent infusion set cannula. The customer's blood glucose at the time of incident was 500 mg/dl. The customer treated the high blood glucose via manual insulin injection. Proper infusion set insertion via serter usage was reviewed. The infusion set will be returned and replaced.